Manufacturer narrative:
The device is not available.

Event description:
It was reported that the subject guidewire fractured while being used to treat a patient with an abdominal aortic endograft aneurysm leak. The subject guidewire fractured inside the patient in a location that was to be coil embolized and it was not retrieved. The unfractured portion of the wire was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject guidewire fractured while being used to treat a patient with an abdominal aortic endograft aneurysm leak. The subject guidewire fractured inside the patient in a location that was to be coil embolized and it was not retrieved. The unfractured portion of the wire was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint. H4 manufacturing date ¿ added d4 expiration date - added.